Event description:
It was reported that the lower liquid crystal display (lcd) was fading, the battery compartment was chipped/cracked, and the chassis was cracked around the atrial and ventricular receptacles and on the side near the atrial receptacle. There was no patient involvement reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the original customer comment of fading liquid crystal display (lcd) and determined that this was due to missing pixels, and that the upper and lower cases, battery drawer and bail covers were broken and the battery contacts were contaminated.